Event description:
It was reported that an ilet pump¿s screen was cracked across the middle, and the user was unable to unlock the device; a replacement was arranged with overnight shipping and return instructions were provided. Symptoms included inability to operate the device due to the damaged display. Outcomes included interruption of normal pump use and reliance on the user¿s dexcom g7 until the replacement arrived. Investigation included remote troubleshooting and user education, with plans for return of the damaged device. Investigation of this device revealed a damaged display component leading to loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the pump¿s screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.